Event description:
As reported via the (B)(4) study, a patient experienced a myocardial infarct eleven months after the index procedure. The following three cypher stents were implanted, a 3.0 x 13mm (lot# 15304003), 3.0 x 8mm (lot# 15329971) and a 3.0 x 33mm (lot# 15305002).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00061, 3003742446-2012-00062 and 3003742446-2012-00063.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a myocardial infarct eleven months after the index procedure. This is a patient of unknown age and medical history. At the time of the index procedure the following three cypher stents were implanted, a 3.0 x 13mm (lot# 15304003), 3.0 x 8mm (lot# 15329971) and a 3.0 x 33mm (lot# 15305002) to the proximal circumflex lesion. On (B)(6) 2011, the patient underwent an index procedure due to acs with in-stent restenosis. Previously, one taxus stent had been implanted into the left circumflex artery. At the same time, the ramus artery was treated with poba. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15304003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for an exact conclusion regarding contributing factors.